Event description:
Approximately one week post-implantation of an integrity bare metal stent, the patient began experiencing angina symptoms. It is reported the only time the patient has experienced this type of pain previously was during an mi event. The pain can be present at rest or during exertion but is however becoming less frequent. The angina like pain is experienced about 2-3 times per week mainly on exertion. The medication that was prescribed following the integrity stent was the same as what was prescribed after the previously implanted stents. However since implantation of the integrity stent the patient has been back at the hospital three times and has undergone angio and stress tests. It is reported that during one angio, the patient suffered from vessel spasm.

Manufacturer narrative:
Evaluation, results: (root cause could not be identified), inherent risk of procedure (reaction), no results available since no evaluation performed (device or procedural images were not returned for review); evaluation, conclusions: inherent risk of procedure (reaction), unable to confirm complaint (device or procedural images were not returned for review), (root cause could not be identified). (B)(4).